Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery stopped due to unspecified malfunction alarms occurred. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.